Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2018 with the following findings: a review of the black box and alarm history showed several call service 052 slave processor communication error alarms. The battery compartment and cap were undamaged and were able to fit. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions to the printed circuit board or to the continuous glucose monitoring module. The call service alarm issue was unable to be duplicated during investigation.